Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. Patient has been experiencing redness and itching due to a possible metal allergy. There has been no reported revision procedure to date.